Manufacturer narrative:
(B)(4)-product analysis: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the black box revealed no related issues. The data within the date range of the complaint date was overwritten due to continued use. Review of the alarm history revealed an occlusion alarm. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. The force sensor was found to be properly calibrated. No damage or defect was found to the pump¿s internal components.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a frequent occlusion alarm issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.